Manufacturer narrative:
(B)(4) - initial mfg report # 1525712-2015-00598 was submitted to the FDA on 01/22/2015. Corrections have been made to the following sections: suspect medical device, manufacturer is aquatec operations (B)(4); all manufacturers, manuf location is aquatec operations (B)(4) and, invacare mfg site should be aquatec operations (B)(4), not invacare (B)(4)- this making the correct FDA registration number to be (B)(4).

Event description:
Casters will not stay locked, per dealer.

Event description:
Casters will not stay locked, per dealer.